Event description:
Reporter indicated that pt was experiencing bothersome hoarseness and trouble swallowing after vns implant. Stimulation was initiated two weeks after implant. Stimulation was initiated two weeks after implant. Laryngoscopy revealed that the pt's right vocal cord was not working. Treating neurologist indicated that the event was related to the vns. Further follow-up revealed that the pt was doing better, only coughing occasionally and that their voice had almost returned back to normal.